Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, four weeks post-implant of this inflatable penile prosthesis, the initial incision was not healing well. The surgeon opted to try and give it a few more weeks before the patient could use the implant. Six weeks post-implant, the incision was still not healing properly. The surgeon tried to inflate the implant and it would not inflate fully. A surgical procedure was scheduled and, upon opening the incision and attempting to inflate the implant with the pump outside the scrotum, fluid leaked from a hole in the pump tubing. The surgeon removed the device and will replace the implant at a later date. No further patient complications were reported.

Event description:
It was reported that, four weeks post-implant of this inflatable penile prosthesis, the initial incision was not healing well. The surgeon opted to try and give it a few more weeks before the patient could use the implant. Six weeks post-implant, the incision was still not healing properly. The surgeon tried to inflate the implant and it would not inflate fully. A surgical procedure was scheduled and, upon opening the incision and attempting to inflate the implant with the pump outside the scrotum, fluid leaked from a hole in the pump tubing. The surgeon removed the device and will replace the implant at a later date. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the reservoir, cylinders, and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and the leak test. The kink resistant tubing (krt) between the reservoir and pump had been trimmed. Ms pump passed functional testing. Both cylinders were visually inspected, and leak tested. The first cylinder krt had a hole and a leak from sharp instrument. The second cylinder passed visual inspection and the leakage test. Based on the information available and analysis results, the reported fluid loss was due to a sharp instrument and therefore the reported inflation issue could not be confirmed. The clinical event of impaired healing is a known inherent risk of the device.

Event description:
It was reported that, four weeks post-implant of this inflatable penile prosthesis, the initial incision was not healing well. The surgeon opted to try and give it a few more weeks before the patient could use the implant. Six weeks post-implant, the incision was still not healing properly. The surgeon tried to inflate the implant and it would not inflate fully. A surgical procedure was scheduled and, upon opening the incision and attempting to inflate the implant with the pump outside the scrotum, fluid leaked from a hole in the pump tubing. The surgeon removed the device and replaced the implant on a later date. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the reservoir, cylinders, and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and the leak test. The kink resistant tubing (krt) between the reservoir and pump had been trimmed. Ms pump passed functional testing. Both cylinders were visually inspected, and leak tested. The first cylinder krt had a hole and a leak from sharp instrument. The second cylinder passed visual inspection and the leakage test. Based on the information available and analysis results, the reported fluid loss was due to a sharp instrument and therefore the reported inflation issue could not be confirmed. The clinical event of impaired healing is a known inherent risk of the device.